Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. The device delivered 4 bursts of anti-tachycardia pacing (atp) as well as 6 shocks in a single declared episode. Therapy for the episode was exhausted. It was believed the therapy was a result of supraventricular tachycardia (svt). The device was reprogrammed. This device remains in service. No additional adverse patient effects were reported.